Event description:
It was reported that the customer experienced repeated occlusion alarms with his mobi pump. There was no adverse impact to the customer's blood glucose level. The customer would complete a cartridge change to address the occlusions.